Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the battery was depleting rapidly. The customer's blood glucose ranged between 133-134 mg/dl. The customer reverted to alternate insulin therapy for diabetes management.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery depletes too fast issue was verified. No failure related to the reported battery incorrectly displayed issue was confirmed.